Event description:
The pt (B)(6) was to receive an scs lead extension on (B)(6) 2012. It was reported during the procedure, the physician experienced difficulty with the tunneling tool advising the outer sleeve of the tunneling tool would not go through the skin and curled. A larger incision was made to advance the sleeve through the skin layers. There was no reported impact or consequence to the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.